Event description:
Pt to have PICC line placement. During insertion, pt developed cough, wheezing, and agitation. Red rash developed over body. Skin bright red. Pt was placed on oxygen and sat up. Benadryl given. Symptoms resolved in 5 minutes. Dates of use: 2009. Diagnosis or reason for use: oncology pt.